Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and insulin flow blocked. Customer's blood glucose was 133mg/dl at the time of incident. Troubleshooting found that the customer previously called about this issue. Customer indicated that they are using manual injections as their back up. No further details given.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Device was also programmed and monitored for two days. No unexpected alarms noted. Device had minor scratched display window, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.